Manufacturer narrative:
The peritoneal dialysis infection occurred on an unspecified date in (B)(6) 2021. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis infection manifested by cloudy effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency and duration) for the event. The patient was recovered from the event. Pd therapy was ongoing. No additional information is available.